Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a comparative performed at the hospital. Reporter stated device read 379 mg/dl and due to readings went to the emergency room where glucose measured 54 mg/dl several minutes later. Reporter indicated being treated with dietary adjustment to elevate glucose levels. Reporter stated controls were never run on device. A request was made for the return of the suspect device and replacement product was sent.